Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unreported date in 1952. \the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The recurrent peritonitis was manifested by pain. The patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified treatment (route, medication, dosage, frequency, and duration not reported) for the recurrent peritonitis. On unreported date(s), the patient was treated with morphine (route, dosage, frequency, and duration not reported) for the manifestation of the recurrent peritonitis. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the recurrent peritonitis. No additional information is available.